Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377775, lot# n0034056, implanted: (B)(6) 2005, explanted: (B)(6) 2016- product type: lead. Product ID: 377775, lot# n0034055, implanted: (B)(6) 2005,explanted: (B)(6) 2016-, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that the leads were replaced (B)(6). The patient had a post-op on (B)(6) and coverage was appropriate.

Manufacturer narrative:
Information regarding the patient's other spinal cord stimulation system is contained in MDR# 3004209178-2016-09768.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient's medical history included cervical and lumbar radiculopathy. It was reported that the battery in the patient's right flank with leads in the occipital are a had a complaint of intermittent stimulation from the patient. The stimulator would turn off and stimulation was in the patient's tongue. All impedances were within normal limits. This information was relayed to the health care professional (hcp). The manufacturer representative reprogrammed the device and asked the patient to keep a log of symptoms and on/off status of the device. The patient was scheduled for a revision of the secondary system next month. The hcp did not plan to revise both systems at one time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.